Manufacturer narrative:
Reporter medwatch number: mw5080056.

Event description:
It was reported that the device gave a "high pressure" alert but was continuing infusion. Patient reported he was "non symptomatic". No adverse effects to patient reported.